Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l5/s1 plif procedure in a patient diagnosed with lumbar spinal stenosis. It was reported that the screw could not be screwed because of idling during the final fastening of the cross-link set screw. Both sides were tested, but it was the same. The driver and handle were replaced with different ones and then the two could be fastened. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part# 5482304, lot# ct19e069, visual and optical examination revealed the tip of the instrument is cracked from what appears to be overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.